Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure one non-mdt stent was used to treat a lesion site in the rca. A resolute onyx was also implanted in the rca to treat instent restenosis of the non-medtronic stent. Approximately 2 months post index procedure, the patient suffered a stroke. The investigator assessed the event as not related to the index device or anti-platelet medication. Sponsor assessed the event as possibly related to the device and the antiplatelet medication. Cec adjudicated the event as an ischemic stroke. Patient is recovering.

Manufacturer narrative:
Additional information: the patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient is a former smoker with medical history of hypertension. The index procedure was prompted by stable angina and positive functional study. If information is provided in the future, a supplemental report will be issued.